Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges having to clear their throat, dry lips, and "feels like something is bothering" them in their throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for investigation. During the evaluation of the device, the manufacturer visually inspected it and found no evidence of foam degradation. No visible foam particles were observed.